Manufacturer narrative:
Based on the claim against the product by the customer noting wires coming out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and reported failure was confirmed. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional observation: the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs or arcing on 3 of 3 attempts.

Event description:
It was reported that after a da vinci-assisted hysterectomy - benign surgical procedure that the wires of the 8mm fenestrated bipolar forceps were coming out while cleaning. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue was noticed during cleaning. The instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed prior to use. The thermal damage was observed during cleaning. There was no arcing, and there was no patient injury.